Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. Description: motoclip max 9mm x 9mm x 9mm - sterile, part number: 7009-0909kt, lot number: 300172. Description: motoclip max 9mm x 9mm x 9mm - component, part number: 240000-ep, lot number: 10394.

Event description:
Doctor performed routine follow-up x-ray post-operatively after akin procedure. Doctor identified that the 9mm x 9mm x 9mm clip was broken. Refer to post-operative x-ray for clip broken across the bridge. He does not plan a revision as the patient is asymptomatic. Conservative care will continue until fusion occurs.